Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support the session between the receiver and the transmitter was ended. Customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.